Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the cadd administration set was leaking. Solution did not leak during normal administration. However, when the downstream side of the infusion route was occluded, leakage occurred without triggering any high-pressure warning alarm. No reported adverse effects.

Manufacturer narrative:
Evaluation results: a cadd administration set was returned for investigation. Leak testing was performed on the sample using a hydrostat vessel. A leak was observed fleeing from the bonding between the tubing (60 inch) and pump tube.